Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development team performed a macroscopic examination that revealed damage on the articulating surface of the insert was likely caused by third-body debris in the joint space; which may be an indication of implant loosening. Deformation near the anterior surface is likely due to removal of the insert. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.